Event description:
A peritoneal dialysis pt has reported a leak to his rn. The rn from this peritoneal dialysis user facility reported the pt used this clamp in 2006, and nurse was notified that a leak occurred, once this clamp was applied. The rn was contacted for add'l info on this event. It was learned the pt's mother contacted this rn and reported the leak. As a result of this incident, the pt was given 1 gram of ancef prophylactically intraperitoneally. Also, a culture was obtained and cell count. Results were negative. A sample is available however, the mother reportedly throws all del clamps in one bag and as a result, is unable to identify the lot number involved in this incident.